Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker system was surgically abandoned approximately three years after implant. No product allegations have been received at this time. A new system was successfully implanted. No additional adverse patient effects outside of the procedure were reported.